Event description:
It was reported that during preparation for an unspecified procedure, the wrong product was in the package. The packaging stated the product to be a maverick2 monorail 15/2.0 mm balloon catheter, however, the package contained at maverick2 monorail 15/2.5 mm balloon catheter. The device was not used on the patient.